Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a leak occurred from the tubing connection in the custom tubing pack during use, specifically at the connector post arterial boot. Patient blood loss of less than 100ml was attributed to the leak. No unplanned blood transfusion was required. The same leak did not appear in multiple packs. The device was used to complete the procedure. No patient complications have been reported as a result of this event.